Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Homemonitoring reported shock impedance > 150 ohm. Pacing impedance trend appears stable. Some noise on the ff channel in the shock impedance recording. In-office testing showed consistent shock impedance > 150 ohm. No noise was reproducible. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
This lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.